Manufacturer narrative:
Device returned for evaluation. The returned device was measured against its print and was in specification. No lot number was provided for further investigation.

Event description:
It was reported that during a surgical procedure that the blade broke. It was further reported that the broken pieces did not fall into the surgical site. It was reported that another blade was available to complete the procedure.